Event description:
Voluntary medwatch received states the patient's lead was explanted due to infection. The whole system was explanted due to infection. No additional adverse patient effects were reported.